Event description:
It was reported that there was no cassette detection. There was no reported patient involvement and no human harm.

Manufacturer narrative:
One device was received for evaluation. The customer reported issue was stated that there was no cassette detection and was able to be confirmed. The cause of the reported issue was damaged lock sensor and therefore resolved by replacement lock sensor. Visual and functional testing was performed. Device passed all testing criteria post repair. Review of event log and service history found high alarm displayed: cassette locked but not latched " alarm messages.